Event description:
The customer reported via phone call that had high blood glucose. The customer blood glucose was 453 mg/dl. Current blood glucose was 284 mg/dl. Customer stated that insulin pump was not bringing blood glucose level down. The customer did experience symptoms such as headache and fatigue result of high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Insulin pump was on auto mode at the time of reporting event. No further patient complications were reported. Troubleshooting was performed and the customer will continue use of the device. Frn-mmt-332-rsvr, unomed set, ozp-mmt-7020-snsr.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.